Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. On an unreported date, the patient was hospitalized. On the same day as the event onset, the patient began treatment with cloxa (intraperitoneal) and fortum (intraperitoneal) for the event. On an unreported date, the patient was discharged from being hospitalized and was temporarily on continuous ambulatory peritoneal dialysis (capd). The cause and patient outcome were not reported. No additional information is available.